Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment that the device stopped working while in use. Analysis also noted that the hanger assembly was broken, the printed circuit board (pcb) was replaced due to occurrences of error codes, the lower case was broken, the main seal was pinched, the display wire was pinched with wire insulation exposed and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) stopped working while in use on a patient. No patient complications have been reported as a result of this event.